Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this investigation. The report of elevated lactate dehydrogenase (ldh) and anemia could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient elevations in pump power; however, a specific cause could not be determined through this evaluation. It was communicated that there were no device issues that contributed to the patient¿s death. The lvas was not explanted for evaluation. Hemolysis, renal failure and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to anemia and increased weakness. An upper endoscopy (egd) performed found esophagitis and hiatal hernia, with no active bleeding. An echocardiogram was performed; however, results were not reported. The patient was transfused with 2 units of packed red blood cells. The patient also had hemoglobin and hematocrit (h/h) of 6.3 g/dl and 19.5%, respectively. Lactate dehydrogenase (ldh) was elevated at 2014 u/l, and pump power was elevated from baseline. The following day, the lvad powers remained elevated as well as the ldh. In addition. On (B)(6) 2017, the ldh remained elevated at 3706 u/l, and lvad powers were trending down to patient¿s baseline. Information provided on (B)(6) 2018 indicated that the ldh had remained elevated but the pump powers had returned to the patient¿s baseline. The patient continued to decline due to progressive heart failure and kidney failure. The patient signed on to hospice in the hospital and passed away on (B)(6) 2017. No additional information was provided.